Event description:
It was reported that following recent weight loss, the patient experienced pain at the anchor site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the anchors from the lead kits were replaced to address the issue. During the procedure, the surgeon accidentally pulled a lead out. The lead was replaced intra-operatively. Therapy was restored post-operatively. It is unknown which lead kit anchor caused the pain.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000033834.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.